Manufacturer narrative:
On 6-aug-2021, the suspected medical device was returned for evaluation. On 12-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and was received in three (3) parts. In addition, a crease/fold within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, unspecified medical conditions, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 400cc mentor memorygel breast implant prostheses and suffered unexplained systemic symptoms, including unspecified illness and medical conditions. Multiple attempts were made for clarification on the patient¿s symptoms and medical condition. However, no response was received. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced right-sided grade ii capsular contracture and bilateral breast ptosis and asymmetry. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. Upon explantation, right-side rupture was observed. The patient was fully recovered after the revision surgery. This report is for the right-sided prosthesis.